Manufacturer narrative:
(B)(4). Concomitant medical product: biomet 360 tibial augment, catalog #: 185225, lot #: 243030; biomet 360 tibial tray, catalog #: 185205, lot #: 747220; biomet 360 cruciate wing, catalog #: 185650, lot #: 419530; vanguard distal femoral augment, catalog #: 185406, lot #: 127510; vanguard distal femoral augment, catalog #: 185306, lot #: 589850; biomet splined knee stem, catalog #: 148310, lot #: 113800; biomet splined knee stem, catalog #: 148312, lot #: 029070; series-a standard patella, catalog #: 184764, lot #: 489140; biomet tibial locking bar, catalog #: 141205, lot #: 516600; vanguard ssk tibial bearing, catalog #: 183906, lot #: 473720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04054, 0001825034-2018-04055, 0001825034-2018-04056, 0001825034-2018-04057, 0001825034-2018-04058, 0001825034-2018-04059, 0001825034-2018-04060, 0001825034-2018-04061, 0001825034-2018-04062, 0001825034-2018-04063, 0001825034-2018-04064. Remains implanted.

Event description:
It was reported that the patient is experiencing pain. It was also noted that the patient had a nerve burn. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.